Event description:
It was reported that an ilet user experienced intermittent communication between the ilet pump and an fsl3+ cgm, with pairing failures that triggered dosing to stop and prompted "connect cgm or enter bg," after which cgm readings resumed and fingerstick glucose values were 523 mg/dl initially and later 440 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact, and glucose values trended downward after communication was restored. Investigation included user interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the antenna and electrical or magnetic components implicated as relevant device elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.